Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Dislodged/dislocated stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: 42920.

Event description:
It was reported that following a left eye (os) cataract surgery, during attempt to implant the stents from a trabecular microbypass stent system, one (1) stent dislodged intraoperatively following the removal of viscoelastic and was subsequently removed from the eye during injection/aspiration (ia). At one (1) week postop, the patient presented with the remaining stent visualized in the inferior angle. During the patient's two (2) week postop examination it was noted that the stent remained in the inferior angle without inflammation in the anterior chamber (ac). Per report, the surgeon was seeking counsel regarding the reported event. Through follow-up, the surgeon consulted with a medical expert who reported discussing ways to manage a dislodged stent based on the positioning of the stent postoperatively, and additional treatment options to manage the patient's glaucoma were also discussed. Additional information has been requested.